Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving an error message. The complaint was classified based on the customer care advocate (cca) documentation. The error message began on (B)(6) 2013 at 8 am. The patient¿s diabetes is managed with novolog and lantus insulin. Subsequently, the patient reportedly developed symptoms of ¿sweaty, real thirsty, and blurry eyes.¿ on (B)(6) 2013 at 8 am, the patient received insulin treatment at the emergency room (ER). The patient did not have any testing supply to troubleshoot the error message. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient developed symptoms and required medical intervention for hyperglycemia after the error message began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/02/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown message. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.